Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. According to the device explantation form the device was not working. Hearing performance with the device prior to the problems starting was good. The user has been re-implanted.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery.

Event description:
According to the device explant report the device did not work as intended. The user has been re-implanted on (B)(6) 2020.